Event description:
During an in clinic follow-up, episodes of atrial crosstalk oversensing were noted on the right ventricular (rv) lead. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.